Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery utilizing a contralateral approach. The 95% stenosed target lesion was located in the severely calcified left common femoral artery. A 6f non-bsc introducer sheath was inserted and a non-bsc guidewire crossed the lesion but severe calcification was observed and so pre-dilation was performed with a 6mmx2cm pcb balloon catheter at 6 atmospheres. And then, a 8.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. Subsequently, a 8.0 x 20, 75cm mustang balloon catheter was advanced but it also ruptured at 6 atmospheres for 5 seconds. A non-bsc balloon catheter was used to complete the procedure. No patient complications were reported.